Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was 547 mg/dl. Elevated bg was addressed by a bolus via the pump and a manual insulin injection.